Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not yet returned to zoll.

Event description:
It was reported that the autopulse platform s/n (B)(4) would not power on. The customer used a known good li-ion battery and the platform still did not power on. The customer had tried multiple batteries with no success. No mention of patient involvement with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top cover and flexible patient restraint assembly was cracked and the motor and encoder covers were damaged. Additionally, the battery partition cover was missing. The damages observed during visual inspection are not related to the reported complaint. Additionally, the autopulse platform is a reusable device and was manufactured prior to 2010. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device a review of the platform archive log showed that there was only one session appeared in the archive on (B)(6) 2015 with error codes user advisories (ua) 45 (not at "home" position after power-on/restart), ua13 (battery fault detected) and ua7 (discrepancy between load 1 and load 2 too large). The platform was functional tested and the autopulse exhibited no user advisory messages. The platform powers on with 5 different li-ion batteries with no problems. Additionally, the autopulse also powered on with nimh batteries without any issues. The platform was tested on lrtf for 10 minutes with li-ion battery with no faults found. Further testing indicated that one of the load cells was not functioning properly. This was probably the reason for the ua 7 observed in the archive files. In summary, the customer's reported complaint of li-ion battery device will not power on the platform was not confirmed. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint.